Event description:
The custoemr reported the ventilator went vent inop and alarmed during power up of the ventilator for eval. There was no pt involvement. The respironics service technician ran extended self test (est) which failed because the inhalation autozero solenoid could not open. The service technician opened the ventilator and found the tubing from the solenoids to the sensor board kinked. The service technician re-routed the tubing to a postion which removed the kink in the tubing. The service technician again performed extended self test (est) which passed per operating specifications.